Event description:
The customer reported the table would not boot and was popping the circuit breaker. The system was down.

Manufacturer narrative:
The service rep found the system interface humming without cb1 energized. Ordered parts. Removed and replaced system interface pcb. Esd kit inspected and functional. System functions as intended.